Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that at times they have high blood glucose which they attribute to the infusion set not being snapped in place. They stated that they have to make sure that the infusion set snaps in place, and if not, then they need to snap it in place, but it doesn't always appear that it will always snap. The customer did not provide an exact blood glucose value. Nothing further was reported.